Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the equipment failed after changing the phacoemulsification parameters. There was an increase in ultrasound and the patient experienced a posterior capsule tear. There was no system message displayed. There was a delay in completion of the case.

Manufacturer narrative:
The company service representative examined the system but was not able replicate the reported event. All the parameters are within settings specifications. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).